Event description:
Doctor pushed trocar into the abdominal cavity and notice the clipped button on the side of the trocar was gone. He looked down and saw it lying loose. The missing piece was retrieved. There was no harm to the patient.what was the original intended procedure?laparoscipic choleystectomy.device #1is this a laboratory device or laboratory test?no.